Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that the avc-x component required a system reset. The technician reset the avc-x, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the touch screen to their hexavue custom room rack was not working properly and the monitor to their hexavue custom room rack had "locked up". No report of injury.